Event description:
The field engineer reported that the x-ray switch on the c-arm was sticking such a way as to result in uncommanded and unintended x-ray. This did occur during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.